Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) display is flickering. Reconnected all cables of display , if problem persist again then will change display to video receiver cable first for further testing.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the display to video receiver cable (0012-00-1429). The iabp was returned to the customer in good, working condition.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) display is flickering. Reconnected all cables of display , if problem persist again then will change display to video receiver cable first for further testing. There was no patient involvement.